Event description:
It was reported that customer had high glucose. Customer stated that the basal rates may not be enough through the night and patient woke up sick and with high ketones. Customer was given bolus and one hour later blood glucose was 400 mg/dl so they took off the insulin pump and gave manual shot. Customer stated the settings might need adjustments or maybe site issue. No further information provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).